Event description:
It was reported that "staff reports extreme vibration while pump is operating prompting removal from patient". No further information has been made available.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.